Event description:
It was reported that the patient received inappropriate shocks due to oversensing caused by lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient is in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.